Manufacturer narrative:
Date rec'd by MFR: 19jun2019. The service technician replace the navigation (nav)-ring. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19dec2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the navigational ring [select] button was in default. There was no patient involvement. The event date was not specified; estimate used.